Event description:
It was reported that an ilet user experienced sustained hyperglycemia with a highest recorded blood glucose of 488 mg/dl for approximately four hours despite meal announcement and attempted device correction; troubleshooting identified a repeatedly used steel 6 mm infusion site with suspected scar tissue and the user changed the infusion set and resumed insulin therapy. Symptoms included hyperglycemia without reported ketone testing, loss of consciousness, or diabetic ketoacidosis. Outcomes included user-performed correction through infusion set replacement, with glucose decreasing to 230 mg/dl and subsequently returning to target range, without need for emergency care, hospitalization, or professional medical intervention. Investigation included customer interview, device-use review, and guided troubleshooting. Investigation of this case revealed that glucose levels normalized after infusion set replacement, suggesting impaired insulin delivery likely related to site absorption issues. It was concluded that the event was consistent with hyperglycemia of unclear cause, with probable contribution from site-related absorption impairment rather than device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.